Event description:
A patient underwent valve placement procedure for the treatment of emphysema on (B)(6) 2024. One 6 mm valve (svs-v6-00) was placed in lb1, however in accordance with labeling, the valve placement was checked for optimal or appropriate positioning and the decision was made to remove the valve. A 9mm valve (svs-v9-00) was subsequently placed in lb1+2, a second 9mm valve (svs-v9-00) placed in lb3 and a 7mm valve (svs-v7-00) placed in lb4+5 for a total of three valves placed. A post procedure chest x-ray was performed on (B)(6) 2024 with no pneumothorax finding. Patient continued to be monitored daily while hospitalized. A chest x-ray performed on (B)(6) 2024 showed a moderate-sized left pneumothorax involving the left upper lobe. A chest tube was placed early on (B)(6) 2024. The pneumothorax persisted and the decision was made to place a second chest tube the same day ((B)(6) 2024). The chest tubes were placed to negative suction. The patient was reported to be doing well following chest tube placement. A chest x-ray performed on (B)(6) 2024 showed the left chest tubes were in place, with no visualized pneumothorax. Increased linear atelectasis in the retrocardiac left lower lung was also noted. The chest tubes were left in place. A chest x-ray performed on (B)(6) 2024, with chest tubes clamped prior to x-ray, showed no evidence of pneumothorax with the chest tubes in place. Stable hazy density over the left lung and bibasilar atelectasis was also noted. The chest tubes were removed on (B)(6) 2024. The patient was discharged on (B)(6) 2024 and was reported to be doing well. This event is reported for pneumothorax requiring medical intervention (i.e., chest tube placement).

Manufacturer narrative:
Three aspiration valves were placed in the patient. Three event reports were filed separately for this event, one for each device placed. This is report one of three for the related pneumothorax event. Pneumothorax is the most common device related serious adverse event that is associated with the spiration valve system. In the emprove study, the incidence of serious pneumothorax was 14.2%, with over 75% of the serious pneumothorax events occurring within the first 3 days post-procedure. Early-onset pneumothorax in the treatment group likely resulted from lung conformation changes due to acute reduction in lung volume by valve therapy, triggering rapid expansion of the ipsilateral non-targeted lobe leading to pneumothorax. (Criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration® valve system (emprove): a multicenter, open-label, randomized control trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). However, it should be noted that pneumothorax events are also recognized as an indicator of successful target lobe occlusion and when managed according to published expert guidelines (valipour a, slebos dj, de oliveira hg, et al. Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema -- potential mechanisms, treatment algorithm and case examples. Respiration 2004 2014;87(6): 513-521. Doi:10.1159/000360642), subjects with pneumothorax events experienced clinical benefits similar to that in subjects without pneumothorax events (criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration valve system (emprove). A multicenter, open-label, randomized control trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). The reported event aligns with the experience in the emprove clinical trial and is an expected adverse event associated with the spiration valve system.